Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci sales professional that a male patient underwent an interventional peripheral procedure on (B)(6) 2012. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The date of discharge and patient outcome is unknown. One of the nurses reported that the patient returned to the physician's office 2 days post discharge with a pseudoaneurysm. The pseudoaneurysm was compressed with an ultrasound probe. The patient was discharged the same day with no further complications noted. No further information is available.